Event description:
Customer reports that lancet will not retract while using multiclix lancet device. Customer reports the lancet was protruding after the device was fired. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.